Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: puncture of the subclavian vein. They had only air on aspiration during the shallow puncture. There was no pneumothorax. The patient was reported as fine post the procedure.

Event description:
It was reported that: puncture of the subclavian vein. They had only air on aspiration during the shallow puncture. There was no pneumothorax. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: puncture of the subclavian vein. They had only air on aspiration during the shallow puncture. There was no pneumothorax. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. UDI related data quality updates only.